Manufacturer narrative:
Upon investigation, there was no evidence that the event was related to a device defect. Utmd and its independent expert clinical advisors believes this user malfunction is not likely to result in a serious injury or other significant adverse event consequence if it were to recur. The tensile strength and elasticity of the returned catheters were within specifications.

Event description:
Three catheters from the same lot number broke during use. There was no patient impact. One catheter broke near the location of the sutures as the catheter was being pulled back. One catheter broke at the base of the y section of the overmolded hub as the patient was being moved. One catheter broke an inch above the sutures after 4-5 days use.